Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose. Blood glucose reading was 46 mg/dl. The customer stated they became unconscious from their low blood glucose. The customer was treated with glucagon. Customer reported absence of alarm when sugar glucose value dropped low level. The insulin pump will not be returned for analysis.